Event description:
The pt was admitted to the hospital in 2009 and diagnosed with diabetic ketoacidosis. The pt stated that a piece of the adapter broke and became lodged in the luer lock. The pt's husband woke up in the night and noticed the bed was wet and the pt's blood glucose was elevated to 18-20 mmol/l (324-360 mg/dl). Shortly after this the pt began to vomit and her husband took her to the emergency room. No further info is available. The alleged infusion set was discarded. The adapter was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.